Manufacturer narrative:
(B)(4). During evaluation, the returned device passed the homechoice return instrument test/evaluation (rite) electrical test but failed rite functional test due to failing volume transferred comparison. The device passed external and internal inspections. The device failed volumetric accuracy test. The temperature was determined to be within specification during temperature confirmation testing. The piston foam was found to be deteriorated during the inspection. The deteriorated piston foam would not allow the proper amount of fluid to be delivered resulting in device failing volume transferred comparison. The root cause of the reported issue was determined to be deteriorated piston foam. The piston foam was scrapped. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test for fluid volume accuracy. Device failed during evaluation, no patient involved. No additional information is available.